Event description:
It was reported that when doing a technical export on the subject programmer, neither cso nor expertise files were found regarding a pacemaker that has been interrogated and programmed with the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190213 - file-2018-02633 - analysis_and_closure_report_resp-2019-00189.pdf].

Event description:
It was reported that when doing a technical export on the subject programmer, neither cso nor expertise files were found regarding a pacemaker that has been interrogated and programmed with the subject programmer.

Manufacturer narrative:
Preliminary analysis confirmed the reported event.

Event description:
It was reported that when doing a technical export on the subject programmer, neither cso nor expertise files were found regarding a pacemaker that has been interrogated and programmed with the subject programmer.

Event description:
It was reported that when doing a technical export on the subject programmer, neither cso nor expertise files were found regarding a pacemaker that has been interrogated and programmed with the subject programmer.